Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set placed over a recent bruise, with cgm readings showing ¿high¿ and a capillary value of 476 mg/dl; troubleshooting and education were provided, including an infusion set change and guidance to monitor glucose, and the user later disconnected and administered subcutaneous fast-acting insulin. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary interruption of normal device therapy and use of backup insulin, with glucose subsequently declining to 167 mg/dl and no medical intervention or hospitalization required. Investigation included user interview, review of glucose trend information, and product-use troubleshooting. Investigation of this case revealed hyperglycemia likely associated with suboptimal insulin absorption at a bruised infusion site, with no alerts or device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site-related absorption variability rather than device failure.